Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemodialysis, it was found that there was a crack in the tube wall (venous/blue luer adapter) where the tube was placed and blood seeped which could not be used any more. Only small amount of blood loss (not more than 5ml) and no blood transfusion required. The nurse operated to connect blood vessels and tighten the adapters by hands. Flushing was not done prior to use. Iodophor and saline were the cleaning agent typically utilized to clean the adapters. The cleaning agents were allowed to dry thoroughly prior to applying ointment to the area. There was no intervention/treatment required as a result. There were no other products used with this device. Nothing unusual observed on the device prior to use. No other products being utilized with the device. It was stated that the catheter was replaced. There was no patient injury.